Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with information indicating the patient expired approximately four months after implant. The cause of death has been requested but remains unavailable.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. No anomalies were found. Only visual summary analysis of the lead was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).